Manufacturer narrative:
No lot number was provided; therefore, a history record review could not be conducted.

Manufacturer narrative:
Other, other text: additional information is provided for h.2 and h.6. One sample was received for evaluation. Visual inspection revealed the sample was received in a plastic bag not in original packaging, in decontaminated conditions; no damage was observed. Functional testing was performed, and the reported issue was able to be replicated. The root cause was unable to be determined. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. For all enquiries or follow-up questions related to the record, do not use regulatory.(B)(6) located in sections g.1., please direct those to the following: (B)(6).

Manufacturer narrative:
Other text: d4: lot number; expiration date unknown; h4: device manufacture date is unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the disposable is leaking (apparent hole in the filter). Medication: blinatumomab, no patient injury.